Event description:
On (B)(6) 2014, the lay user/patient¿s wife contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ultra easy meter read inaccurately high compared his feelings and or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter on (B)(6) 2014. The reporter stated, between ¿7:00-8:00 p. M.¿ in ¿(B)(6) 2013¿ the patient developed symptoms of ¿drowsy, couldn¿t stand, had trouble speaking¿. The patient tested his blood glucose and obtained readings of ¿7.8, 7.3, 6.5 mmol/l¿ with the subject meter. The patient manages his diabetes with insulin (¿insiltad¿, self-adjuster; novorapid, 18 units at night) and stated he continued with his usual dose of insulin (¿insiltad¿; unknown dosage) in response to the alleged inaccurate readings obtained with the subject meter. The reporter claimed that the patient¿s symptoms did not abate and ¿got worse, specifically his speech was most notably affected¿. Emergency medical services (ems) was called and when they arrived tested the patient blood glucose and obtained a reading of ¿2.3 mmol/l¿ with the ems meter. It is not known what treatment, if any, the patient received in response to the symptoms. At the time of the follow-up call, the reporter stated that the patient tests his blood glucose 2-3 times a day and that his normal/typical blood glucose readings range from ¿4.0-8.0 mmol/l¿ throughout the day. The reporter stated, prior to the onset of symptoms, her husband last tested earlier that morning. The reporter was unable to provide the actual reading obtained at the time but stated it was within his ¿normal reading¿. The patient continued with his usual dose of insulin (¿insiltad¿, unknown dosage) in response to the reading obtained at that time. The reporter mentioned that the patient was celebrating his daughter¿s birthday so he ¿had taken part in a lot of unusual/non-routine activities and diet¿. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any test strips at the time to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.